Event description:
On (B)(6) 2012, the reporter called animas alleging that the up keypad button has been unresponsive for a month, and must be pushed from the bottom. The pump is worn under a garment against the body. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow, contrast, and ok keypad buttons are intermittently responsive. The down arrow keypad button is hypersensitive. Investigation revealed that the down key contact is misaligned. There was evidence of keypad contamination found under all key contacts.